Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a pacing lead was attempted to be positioned multiple times. The lead continued to exhibit high thresholds and high impedances. The lead was removed and it was observed that the helix was bent. A new lead was implanted successfully. No patient complications have been reported as a result of this event.